Manufacturer narrative:
The field service engineer checked the analyzer and determined that the vacuum tubing on a rinse mechanism required replacement. After replacing the tubing, precision testing was performed. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. The sample was spun down for 7 minutes at 4000 revolutions per minute (rpm). This spin time may be shorter than recommended and the spin speed may be faster than recommended. The service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the ca2 (calcium gen. 2) assay on a cobas 8000 c 702 module. The sample initially resulted in a ca2 value of 6.8 mg/dl and repeated as 9.6 mg/dl. The repeat result was deemed correct. The initial questionable result was reported outside of the laboratory. The ca2 reagent lot was 671478 with an expiration date of 31-jan-2024.